Manufacturer narrative:
(B)(4). The device is currently on shipping from (B)(6) to b. Braun (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): the pump seems deliver the infusion too slowly or not at all. After 2 hours of infusion, the pump has not changed. A new pump was placed to continue the treatment.